Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was 4/4/2019. The due date for the report was 5/4/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 5/24/2019, the mentor failure analysis lab received the device for evaluation. On 6/19/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample a crease was observed in the anterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV, and left breast implant rupture, and sagging, anxiety, depression, fatigue, headaches, and muscle aches. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV, and left breast implant rupture, and sagging. Anxiety, depression, fatigue, headaches, muscle aches were also reported. As a result, the patient underwent explantation and replacement with catalog number: 3505004bc; serial number: (B)(4) on the right side and with catalog number: 3505004bc; serial number: (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s right-sided device.